Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. It was noted that during device prep of the steerable guide catheter (sgc), the tip remained curved during attempts to straighten. The device was replaced and the procedure was started. After the first clip was implanted, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. A second clip was implanted to stabilize the slda. The mr was reduced to grade 1-2. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unable to straighten sgc was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unable to straighten sgc was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.